Event description:
During harvesting of bone from right femur to use for a graft to repair right tibia non-union fracture an ria reamer drilling device broke. Reamer head and 7-8 metal fragments were retrieved from the operative site after several attempts to remove all pieces. Possible remaining fragment in pt. Synthes representative made aware immediately and complaint filed.